Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by a basic evaluation patient that they were to change to the opposite side on that day of the call per the health care professional (hcp) instructions however they were unable to change sides. It was noted that support link tried to troubleshoot with the patient to get on the mytherapy application, however the patient was only able to get an application with stimulation settings. On (B)(6) 2020, the patient was still unable to change sides on the programmer. The patient was only able to see the stimulation increase and decrease arrows. The patient was advised to contact their hcp for advice as support link was unable to change sides that day of the call. No further complications were reported at this time. Additional information was received from a health care professional (hcp) on (B)(6) 2020. In response to the inquiry for if the cause of the basic evaluation patient¿s inability to switch sides was determined and if so what was the cause, the nurse reported per the health care professional (hcp), they were unable to advance a lead in the right sacral foramen and only one lead (the left sided lead) was placed. It was reported that the patient completed the trial and the lead was removed without difficulty on (B)(6) 2020. It was noted that the patient had less than 50% improvement.